Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #19 fractured. Implant body is fractured in multiple locations. A retired surgeon placed the implant and customer restored with genuine zimmer parts at desjardins dental laboratory. Additional appointment required: yes, implant will need to be removed and replaced. Symptoms as a result of the event: abscess, pain & edema.

Manufacturer narrative:
The following sections have been updated: a2: date of birth b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
It was reported that patient called and stated that the implant is still currently implanted. They are not quite sure on what the next step will be. Conference called doctor to provide insight to the complaints process. The patient will have to find an oral surgeon to remove and replace the implant but does not want to pay any surgeon fees since the implant fractured. The original surgeon that placed the implant has since retired. Patient then emailed medical records and x-rays. Date of birth added to complaint record.

Manufacturer narrative:
An unknown zimmer implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device location was #19 and was used for approximately 6 years. Pictures and x-ray images were provided by the customer, see attached images in the complaint. The images show the product fractured. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: .

Event description:
No further event information available at the time of this report.